Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen via an implantable pump. The healthcare provider reported they were working to admit a baclofen pump patient that came in today with neurological symptoms and altered mental status. The healthcare provider was calling for MRI compatibility guidelines as they plan to do a MRI and that they would like the pump checked.